Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the automatic setup for this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) was unsuccessful in all vectors. The physician opted to not perform defibrillation threshold (dft) test during the implant, and to keep this patient overnight in the hospital. The physician ordered x ray imaging. Technical services (ts) discussed revision options for placement depending on what the imaging revealed. Currently, this s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the automatic setup for this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) was unsuccessful in all vectors. The physician opted to not perform defibrillation threshold (dft) test during the implant, and to keep this patient overnight in the hospital. The physician ordered x ray imaging. Technical services (ts) discussed revision options for placement depending on what the imaging revealed. Currently, this s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the automatic setup for this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) was unsuccessful in all vectors. The physician opted to not perform defibrillation threshold (dft) test during the implant, and to keep this patient overnight in the hospital. The physician ordered x ray imaging. Technical services (ts) discussed revision options for placement depending on what the imaging revealed. Currently, this s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced. No additional adverse patient effects were reported.